Event description:
Anesthesia circuit hose "blew" a hole in the side wall during use. Circuit was checked for leaks prior to use. Pt outcome not affected. The device was returned to the firm and revealed what appeared to be a thin spot in the tubing. The firm has taken action to prevent this type of event in the future.